Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited noise on the right ventricular (rv) lead. The noise was oversensed and resulted in pacing inhibition. The rv lead was surgically abandoned and the pacemaker was explanted. Both products were successfully replaced. No additional adverse patient effects were reported.